Event description:
New information received notes that the patient was followed at hospital in (B)(6) care for end stage renal disease. The device was disabled. Patient will not be followed any longer.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was admitted to hospital after the patient received inappropriate antitachycardia pacing therapies and inappropriate shocks for rapidly conducted atrial fibrillation. It was noted that the patient stopped taking digoxin medication on their own. Physician changed the patient¿s medication dosages and programming changes were made. Patient¿s condition was stable and will be followed-up in clinic.